Event description:
It was learned that a medtronic mosaic ultra 25 mm porcine valve, serial # (B)(6) was implanted on (B)(6) 2012 and underwent a tavr valve-in-valve procedure on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).